Event description:
It was reported that patient presented for an implant procedure. It was noted that the right atrial lead failed to capture, failed to sense, and exhibited a high pacing impedance. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events of high pacing impedance, failure to capture and failure to sense were not confirmed. As received, a complete lead with stylet inserted and tip retainer attached was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. All tines were intact and undamaged.